Manufacturer narrative:
Further information was requested but not received. The reported event of insulation damage was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found a hole to the lead body insulation and the inner coil was offset at the s-curve region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the left ventricular (lv) lead was breached. Two tiny holes were noted between the third and fourth electrode. The lv lead was not used and replaced. The patient's condition was unknown.